Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range. Technical services (ts) was consulted and explained the impedance had been rising gradually. The lead remains in service. No adverse patient effects were reported. Additional information was obtained; the patient is schedule for a lead extraction and replacement but hasn't taken placed. The if removed, it will be return for analysis. No adverse patient effects were reported. Additional information was received; the lead was explanted and replaced.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range. Technical services (ts) was consulted and explained the impedance had been rising gradually. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range. Technical services (ts) was consulted and explained the impedance had been rising gradually. The lead remains in service. No adverse patient effects were reported. Additional information was obtained; the patient is schedule for a lead extraction and replacement but hasn't taken placed. The if removed, it will be return for analysis. No adverse patient effects were reported. Additional information was received; the lead was explanted and replaced with a suspected cause of conductor fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range. Technical services (ts) was consulted and explained the impedance had been rising gradually. The lead remains in service. No adverse patient effects were reported. Additional information was obtained; the patient is schedule for a lead extraction and replacement but hasn't taken placed. The if removed, it will be returned for analysis. No adverse patient effects were reported.